Event description:
The customer contact reported the patient received les medication than intended. The pump was prgrammed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the nurse noted that the pump was not delivering. There were no reported adverse patient effects. No medical interventions were required. Though requested, the customer declined to provide add'l info.